Event description:
As reported during the use of a 7mm x 100mm 120cm s.m.a.r.t. Control self-expanding stent (ses) delivery system, the device was unable to track within the vessel and was unable to reach the target lesion. After removing the device, it was reported that the stent appeared to be partially expanded. A new s.m.a.r.t. Ses of an unknown size was used as a replacement. There was no reported injury to the patient, no adverse events or vessel trauma were caused by the malfunction, and the patient was in good condition post procedure. This was during an interventional procedure to treat a mildly calcified and tortuous lesion. The device was stored and handled per the instructions for use (IFU) and there was nothing unusual about the device prior to use. There was no difficulty flushing the stopcock or the delivery system itself. There was no resistance during the insertion of the device and the delivery system did not have to pass through any previously placed stents. The device was able to be removed easily from the patient and remained in one piece. However, it was reported that the stent appeared partially expanded after it was removed from the patient. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: during the use of a 7mm x 100mm 120cm s.m.a.r.t. Control self-expanding stent (ses) delivery system, the device was unable to track within the vessel and was unable to reach the target lesion. After removing the device, it was reported that the stent appeared to be partially expanded. A new s.m.a.r.t. Ses of an unknown size was used as a replacement. There was no reported injury to the patient, no adverse events or vessel trauma were caused by the malfunction, and the patient was in good condition post procedure. This was during an interventional procedure to treat a mildly calcified and tortuous lesion. The device was stored and handled per the instructions for use (IFU) and there was nothing unusual about the device prior to use. There was no difficulty flushing the stopcock or the delivery system itself. There was no resistance during the insertion of the device and the delivery system did not have to pass through any previously placed stents. The device was able to be removed easily from the patient and remained in one piece. However, it was reported that the stent appeared partially expanded after it was removed from the patient. The product was returned for analysis. A non-sterile unit ses smart control 7x100 120cm was received coiled inside a clear plastic bag. The unit presented a partial stent deployment. No other anomalies or damages were observed. Per dimensional analysis the device was found within specification. Per functional analysis the device was flushed, and no obstruction was observed. Flushing test was performed successfully. The stent was deployed by turning the dial on the direction indicated by the arrow on the handle. No anomalies were observed, and the stent expanded as expected. A product history record (phr) review of lot 18064924 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses tracking difficulty¿ was not confirmed through analysis of the returned device. Dimensional analysis was found within specification and procedural images were not provided for review. The reported ¿stent delivery system (sds)-ses deployment difficulty-premature/in patient¿ was confirmed through analysis of the returned device as the stent was received partially deployed. However, the functional test was performed successfully. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (tortuosity) or procedural factors may have contributed to the event. According to the safety information in the instructions for use, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent. The stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed.¿ according to the instructions for use, which are not intended as a mitigation of risk, ¿verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the access sheath or guiding catheter does not move during deployment. Remove locking pin from handle. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the target lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is deploying. Continue turning the tuning dial to cause further separation of the distal radiopaque markers until the distal end of the stent obtains full wall apposition. With the distal end of the stent apposing the vessel wall and continuing to maintain a fixed handle position, pull back the deployment lever to deploy the remainder of the stent.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.